Manufacturer narrative:
Zoll med corp has received the product and will be providing a follow up report when our investigation is completed.

Event description:
Complainant alleged that a device stored in the trunk of a car had one of the batteries ruptured at the positive end. The batteries were disposed of. Complainant indicated that there was no pt involvement in the reported malfunction.